Event description:
While preparing patient in or for procedure it was noted the inflatable face mask was leaking. Mask removed and replaced with no further issues. Replacement mask was same make/model. Upon further inspection after procedure it was noted original mask has large "unsealed" section in seam. Our facility has previously reported this same issue with this mask. No injury to patient, just delay in switching out devices and ensuring new one worked properly.======================manufacturer response for inflatable face mask, size large, king systems (per site reporter).======================previously reported this same issue with another mask.